Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Event description:
Failure to alarm. Not alarming when canister is full.

Event description:
Failure to alarm. Not alarming when canister is full.